Event description:
It was reported that the patient experienced red heart alarms while connected to the power module and the alarms stopped when the patient switched to battery power. The patient was reportedly not symptomatic. The patient cable was exchanged, however, multiple red heart alarms continued when connected to the power module. Upon interrogation of the device, the alarms were found to be due to low flow. The patient did not have any signs of hemolysis. An echocardiogram on approximately (B)(6) 2015 found the aortic valve was opening with every heartbeat although the left ventricle was unloading as expected. Low pump power values were observed when the patient changed positions from lying to sitting. The patient¿s mean blood pressure was also found to be greater than 90 mmhg and the patient also had symptoms of volume overload. Lisinopril and bumex were added to the patient's medications in hopes of vad optimization; however, the patient continued to have low flow alarms. On approximately (B)(6) 2015 a repeat echocardiogram with a ramp study was performed. The patient's left ventricle would not unload at 12,000 rpm; however, the patient¿s right ventricle did decompress. The patient¿s baseline pump speed was returned to 9400 rpm. The patient was asymptomatic and reportedly felt great despite continuing to have low flow alarms. The patient refused a system controller exchange. No additional information was provided.

Manufacturer narrative:
Although review of the system controller log file submitted to the manufacturer confirmed the report of the low flow hazard alarms, a root cause for these alarm events could not be determined. The patient remained ongoing with the implanted pump until he ultimately expired on (B)(6) 2015 after experiencing an intracranial hemorrhage on (B)(6) 2015. The patient's stroke and expiration is reported under medwatch MFR report number 2916596-2015-01802. The pump was not explanted following the patient's expiration and is not available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year.the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.